Event description:
The customer complained of qc issues for elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. The customer had a current and stand-by ft4 ii reagent pack on board the module. When qc was run prior to patients being tested, qc results were fine and within the acceptable range on the current reagent pack. Level 1 qc was too high outside of the acceptable range on the stand-by reagent pack and this was not addressed by the customer. There were only 4 tests remaining of the current reagent pack. When the current reagent pack ran out and switched to the stand-by reagent pack, patient tests were being performed when the qc was outside of the acceptable range. The patient results were too high. The customer changed to a new reagent pack and qc was back within range. The customer repeated patient samples using the new reagent pack. Upon repeat testing, discrepant high results were identified for 5 patient samples. Patient 1 initial result was 1.82 ng/ml. The repeat result was 0.851 ng/ml. Patient 2 (male, date of birth (B)(6)) initial result was 2.55 ng/ml. The repeat result was 1.68 ng/ml. Patient 3 (female, (B)(6) years) initial result was 2.42 ng/ml. The repeat result was 1.46 ng/ml. Patient 4 (female, (B)(6) years) initial result was 2.13 ng/ml. The repeat result was 1.12 ng/ml. Patient 5 (male, date of birth (B)(6)) initial result was 1.69 ng/ml. The repeat result was 0.712 ng/ml. The initial results had been reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The ft4 ii reagent lot number was 30324100 with an expiration date of 28-feb-2019. Calibration signals on the new reagent pack with a new lot number were high compared to previous calibrations. The field service engineer (fse) visited the customer site and did not identify any issues. Instrument performance test results passed. The customer has not had any further problems since the service visit. Reagent issues can be excluded based on a review of qc recovery data. The investigation was unable to determine a definitive root cause.